Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bidirectional sf catheter and suffered a cerebrovascular accident requiring no medical or surgical intervention. Procedure was completed without incident. On post-procedure day 0, a stroke was identified when the nurse noticed left-sided impairment. There were no interventions. There is no information regarding extended hospitalization. Patient outcome is improved and the patient is expected to fully recover. Physician indicated that the patient was heparinized per protocol and no significant events were noted during ablation. Physician offered no causality opinion. Since this adverse event might result in permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.